Manufacturer narrative:
The source of the report is from a sales rep who was not present at the surgery. Initial f/u discussions reveal the pt is doing well. The hosp has stated they do not intend to file an incident report. According to the hosp staff, it is unclear that an incident actually occurred as mentioned. We are currently conducting a detailed investigation. Additional catalog#: 81-5751.

Event description:
Upon driving in the screw, blade slipped out of the screw interface and the blade plunged into the sinus. Pt lost excessive blood. Neurosurgeon had to repair sinus and minimize blood loss.